Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from tunisia that during an unspecified surgical procedure, it was discovered that the trs button f the battery handpiece device had been jammed. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had fractured trigger, deformed/bent housing and component damage. It was further determined that the device would not run and failed leak tightness test. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for sticky triggers, check roundness of housing and check general function of device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.